Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Occupation: lawyer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical record, patient was revised to address increased serum cobalt and chromium levels and palpable periarticular mass. Revision notes reported that 50 ml of discolored fluid which appeared motor oil which almost black in color was aspirated. Additional 250ml tissue mass with discolored anterior from metallosis was aspirated with suction. Head and liner were removed. Patient experienced difficulty with normal activities, swelling about the hip, difficulties with flexion, internal and external rotation of the hip. Cystic in nature and showed some discoloration even through the skin and significant fluid accumulation in the area.